Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failure of the device's lcd screen was observed . There was no harm or injury reported. The device was returned by the customer to device service center. The device's lcd display screen turned totally white and the display was unable to be read when operational checking was performed.therefore, lcd was replaced.no other abnormality was confirmed. Trilogy100/200 pm1kit, exhaust fan assy., 43 micron filter, air inlet path assy were replaced as regulated by maintenance procedure to prevent failure.performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly.confirmed the software version. Section d9,h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported this device on MDR 2518422-2021-01976-1. Please disregard MDR 2518422-2021-01976-1 as it was filed in error.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The devices lcd display needs replaced to address the issue.